Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that during drain 1 of 5 the cycler alarmed for patient sensor too high message. When the patient checked the patient line up near the cycler itself, liquid was found around the base of the cycler. When treatment was cancelled, the patient found that the back of the cassette was wet. Technical support advised the patient to discontinue use of the current cycler. Patient stated she would use manuals to complete treatment. During follow up the patient¿s nurse reported that the patient did not have any adverse event associated with the leak. The set was discarded.